Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient experienced a late myopic shift approximately 7 months post lens implant in the right eye. Reportedly, although the patient's refraction shows an "extreme" myopic shift, the doctor feels that the lens is in a good position. The patient has been evaluated by a retinal specialist and is also being sent to a neuro-ophthalmologist for further evaluation.

Manufacturer narrative:
The lens remains implanted in the patient; therefore, a product evaluation could not be performed. Inspection on retain sample from the same lot (7475107) and review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.